Event description:
Customer reported receiving a no delivery alarm when putting in a bolus followed by a button error alarm. Customer's current blood glucose reading is 270 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.